Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2009.according to the complainant, post-procedure, the patient presented with unspecified complications.according to the physician's office, at six weeks post-procedure, the patient reported an inability to void. Some mesh exposure was observed and the exposed mesh was removed. At eight weeks post-procedure, the patient was reported to be doing fine and healing well. All other information is unknown and unavailable.